Event description:
During a da vinci si prostatectomy procedure, the user facility reportedly identified a prograsp forceps instrument that was not functioning properly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observations found that were not reported by the customer were pulley and main tube damages. Engineering found scratches on the surface of the distal pulley. The distal end of main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but damages to the pulley and main tube may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported and observed malfunctions may cause or contribute to an adverse event, if they were to reoccur.